Manufacturer narrative:
The device is included in the field safety notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and clip opening while locked (cowl) with the mitraclip and triclip delivery system(s). Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report a clip opening while locked. It was reported that a mitraclip procedure was performed to treat functional mitral regurgitation (mr) with grade of 4. The first clip was implanted in a2p2 central. After deployment, the clip opened approximately 10-20 degrees. Another clip was implanted with no reported issue, reducing mr to grade 2. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. Based on available information and without the device to analyze, the cause of the reported unintended movement (clip open ¿ locked) could not be determined. This event was reviewed by a staff engineer clinical r&d, and the reviewer stated ¿one (1) echocardiographic and one (1) fluoroscopic still images were provided. The echo still image was taken of a 3d en face view of the mitral valve. In the image, there is a noted tissue bridge coapting the leaflets together; this is the reported clip that was implanted. The 3d en face view is an atrial view of the "top" of the valve, such that the clip itself cannot be directly visualized as it is located ventricularly under the valve. However, the relative placement of the tips of the clip arms on the leaflets can typically be discerned in this view. The distance between the tips of the clip arms directly correlate to the clip arm angle. There are two apparent nodules at the site of the tissue bridge, indicative of the tips of the clip arms, with little to no discernable space in between suggesting the clip arms are relatively closed. The fluoroscopic still image shows two fully deployed clips with no system in view indicating the image was taken post deployment of the second clip. The fluoroscope is positioned such that the distal tip of the clips is closest to the x-ray source and the fluoro view is parallel to the clip arms making it difficult to assess the clip arm angles. It is not readily apparent which clip is the first implanted clip (reported device) and which is the second; the placement of the second clip was not reported. Based on the image, both clips appear to have a similar clip arm angle of ~20° - 30°. It is possible the top right clip in the image is opened to a slightly larger degree; however, the fluoro view is almost parallel to the clip arms and it cannot be confirmed based on visual assessment alone.¿ the device is included in the correction notice issued by abbott on 06 sep 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).